Manufacturer narrative:
Product complaint #pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative d11: concomitant product added to complaint: h3, h4, h6: device history lot part: 359.219 lot: 9656818 manufacturing site: haegendorf release to warehouse date: 06.nov.2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: investigation site: cq zuchwil selected flow: device interaction / functional visual inspection: the investigation has shown that the chuck is jammed and cannot locked and unlocked. The ten inserter is in a very used condition with numerous hammer marks on top of the head. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: a functional test cannot be performed as the chuck is jammed which prevents possible function check of lock and unlock. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint can be confirmed based on the received condition of the device. The investigation has shown that the chuck is jammed and cannot be locked and unlocked. The article is in a badly condition. The ten inserter head has some heavy hammer blows visible on the top. Based on the bad condition of the device, we assume that this device was often and intensive used over the years. Moreover, it is likely that the device encountered unintended forces, such as a mechanical overload during surgery, which finally has caused the jamming. In this relation we would like to point out that it is essential to follow the care and maintenance recommendation in the technique guide for ten system as follows: "inspect chuck after and before each use. Instruments with moving parts must be lubricated with synthes autoclavable oil. Fully open and close the chuck without implants and check its frictionless function. Such lubrication to prevent the chuck jamming." During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for (1) device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for femoral shaft fracture with the inserter in question. During the surgery, after the nail insertion, the surgeon tried to loosen the connection part of the inserter with the wrench, but he couldn¿t loosen because it was tightened very hard. The surgeon pulled the nail and he disconnected the inserter from the nail. He used other devices in the hospital and the surgery was completed successfully without any surgical delay. No further information is available. This complaint involves two devices. This report is for (1) inserter for ti elastic nails this report is 1 of 2 for (B)(4).